Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm due to occlusion issue event on 30-dec-2025. The blockage was in the tubing. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.